Manufacturer narrative:
The quality specialist confirmed the reported event and noted metal shavings were found and the driveshaft had score marks. Wear on the driveshaft can produce metal shavings and cause the device to not grip a pin. Therefore, it is likely the reported event was due to driveshaft scoring. The device will not be repaired and returned to the customer, the device was discarded by the manufacturer.

Event description:
The adj pin collet 2-3.2 mm was sent for service and during failure analysis it was noted that there were metal shavings present on the shaft of the device. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The adj pin collet 2-3.2 mm was sent for service and during failure analysis it was noted that there were metal shavings present on the shaft of the device. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.